Manufacturer narrative:
H3, h6: the navio bone screw driver, pfsr110164 used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The socket is loose, and the weld visibly broken. A functional evaluation could not be performed due to broken/damaged parts. The provided product identification information (part number, s/n, lot) did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review for similar reported/confirmed complaints found similar events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case is associated with capa200070 and no further action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that during navio tka procedure the bone screw driver broke. It is unknown if it was inside the patient. Delay reported fewer than 30 minutes. The procedure was completed with an smith & nephew backup device. No patient harm or additional complications were reported.